Event description:
It was reported that a shaft break occurred. When doing inventory internally, a sticker was found on an empty box of a 3.00mm x 12mm nc emerge balloon catheter, that indicated a shaft fractured occurred pre procedure. There are no further details available.